Event description:
Failure to alarm. It has been reported that for 2 renasys go consoles there were no alarm despite the dressing was not correctly applied.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go. Upon evaluation of the returned device this complaint is deemed unconfirmed. A technical evaluation was performed and the unit passed all functional tests and found working within specifications. Since the npwt involves various elements, it is difficult to determine and assign an exact root cause for the issue reported. The root cause for the reported issue is deemed undetermined. Most likely a partial blockage caused by clotting at the head of the soft port or gradual buildup of blood clots/exudate inside the soft port fluid handling pathway led to the observed issue (no alarm despite the dressing was not correctly applied). It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage and a leak not significant enough to trigger an alarm. In order for the blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded, if a ¿partial¿ blockage occurred at the wound site or within the fluid handling pathway and air was still reaching the system, the pump would not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min. Review of complaints history for renasys go pump serial # (B)(4) indicates no other complaint has been reported against this device. Per the information provide there were no patient injuries or harm associated with this issue. As a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.